Event description:
The device was returned with a request for repair. There was no reported patient impact. Analysis found that one of the ceramic plates is broken. There is a missing fragment on the working end; but, it was confirmed that it was not left in the patient.

Manufacturer narrative:
(B)(4): concomitant devices: - cev605g: scissors insert cev605g 3pk 310mm, lot 101101 manufactured november 2010, 510k: k993655 - cev634-1a: bipolar insert cev634-1a mouiel, lot 140103 manufactured january 2014, 510k: k993655 - cev669e: handle cev669e dia 5mm erg bipolar, lot 140402, manufactured april 2014, 510k: k993655. (B)(4): product evaluation: analysis on cev625h, bipolar insert, found that one of the ceramic plates is broken. There is a missing fragment on the working end; but, it was confirmed that it was not left in the patient. The most probable cause of this breakage is a shock during the use or the reprocessing of the instrument. Analysis on cev605g, scissors insert, found that the u-part on the distal end of the insert is broken. No material or manufacturing defect was found. This part probably broke because of excessive constraints during the use or the reprocessing of the insert. Analysis on cev634-1a, bipolar insert, found that the insert is hard to assemble on a handle. The bipolar connectors on the proximal end are distorted. One of the two wires is slightly more forward. No gluing defect was found. The connectors probably went under excessive constraints during the assembly of the insert. Analysis on cev669e, handle, found no highlighted issue; the handle is compliant with the manufacturing specifications. Results: fracture problem. (B)(4).